Event description:
It was reported that during a bypass surgery while opening the sternum, the blade guard bent and blade snapped. The blade was retrieved and did not fall into the surgical site. There was no additional medical treatment administered due to this event. The case was completed with alternate equipment. There were no adverse consequences reported in this event.

Manufacturer narrative:
As of the date of this report, the device has not been returned to the manufacturer. This report will be updated when the device is returned and an investigation is completed.